Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set change was performed and an additional occlusion alarm occurred. The customer's blood glucose (bg) level was 350mg/dl and a correction bolus via the pump was delivered to address the bg level. The contact reported occlusion alarms occurred during the 5- unit insulin delivery during the load fill tubing sequence and drops were observed exiting the infusion tubing during this time. The contact was to monitor the pump.